Manufacturer narrative:
The customer reported that a power surge knocked off a central nurse's station (cns) monitor on a 3 monitor unit. According to the customer, the third monitor is no longer showing the application, just stuck in windows. Technical service (ts) troubleshot the issue and after powering off the cns, unplugging power cord, pressing power a couple of times, plugging power cord back on and rebooting the cns the central monitor cns-6000 screen came up. The cns application loaded successfully and restore monitoring to patients. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that that a power surge knocked off a central nurse's station (cns) monitor on a 3 monitor unit. According to the customer, the third monitor is no longer showing the application, just stuck in windows.